Event description:
Healthcare professional reported that a patient experience "possible fat globules" and possible paradoxical hyperplasia (ph) in the submentum after coolsculpting treatment to the submentum (middle section), upper flanks and lower abdomen over a period of time including up to nine treatments, using applicators listed below. Patient first note the symptoms of ph 2 months after second treatment session to the submentum area. Nine treatments: 1. On (B)(6) 2022, the lower abdomen was treated with the cooladvantage coolcore applicator. 2. On (B)(6) 2022, the submental was treated with coolmini applicator. 3. On (B)(6) 2022, the upper abdomen was treated with the coolcore applicator. 4. On (B)(6) 2022, the lower abdomen was treated with the cooladvantage coolcore applicator. 5. On (B)(6) 2022, the upper flanks were treated with cooladvantage curve applicator. 6. On (B)(6) 2023, the lower abdomen was treated with the cooladvantage coolcore applicator. 7. On (B)(6) 2023, the upper flank was treated with coolcurve applicator. 8. On (B)(6) 2023, the upper flank was treated with coolcurve applicator. 9. On (B)(6) 2023, the upper abdomen was treated with coolcore applicator.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.